Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2017; 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient "had a bad lead in the past." The lead remains in use. No patient complications have been reported as a result of this event.